Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es users were unable to remove several medications without overriding. Station was also showing critical override icon on device, but on server, station was not on critical override. Station was not communicating normally in datasync debug logs and found time 1 hour behind on station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to remove several medications without overriding. A technical support engineer observed a critical override icon, though the station was communicating normally. Found the time was one hour behind and set to pacific standard time instead of eastern standard time. Updated the time zone to eastern standard times, which cleared the icon. With the correct time and med removal window in range, users were able to remove medications without overriding. The system functioned as intended after troubleshot by the technical support specialist.